Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that their central monitor display "froze" during active patient care cases. The customer provided a serial number for a small database server which does not provide real-time monitoring waveforms or provide alarms however the central monitor itself was described. Philips will therefore consider that the customer may have experienced an event where the real-time waves on a central monitor failed to update which could be associated with a loss of alarming and/or a possible delayed detection of a change in patient status. No patient harm was reported.